Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported an issue to covidien with their enteral feeding pump. Upon triage on (B)(6) 2017, the service technician found that the unit had no audible alarm. There was no patient involved.

Manufacturer narrative:
The customer complaint that unit has no audio was verified. The unit would not power up on battery. Ac power was connected and unit was powered up and passed post. No audio tones were observed. The buzzer volume was checked and found to be at the maximum setting. The unit was disassembled. Corrosion was found on multiple points of the main pcba, including the audio circuit. A trend has been identified and a formal corrective and preventative action investigation has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.